Event description:
Analysis of the device found the fiber to be broken within the outer flow tubing . There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device found the fiber to be broken within the outer flow tubing 4.0mm from the control knob, between distal tip and control knob and exhibited indications of bending, crushing. No melting was observed at break location. The fiber was tested with a hene laser fixture and aiming beam was found to be present at the break location. The outer flow tubing open end exhibited minor scratch marks. The fiber did not indicate any sign of detachment. Based on device analysis, unintended use error caused or contributed to the observed fiber break event due to excessive bending during procedure. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that after 6 minutes, while using the surgical fiber during a prostate procedure, a piece of the fiber broke off. The fiber was replaced and the procedure completed using a second fiber. There was no patient harm or adverse outcome.